Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2013 and suture was used on the perineum. The patient experienced a wound dehiscence. The patient was resutured and her hospitalization was prolonged.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.